Manufacturer narrative:
The specimens were collected by finger stick. Qc before the event was within the established range. Bci field service engineer (fse) visited the account on (B)(4) 2011 and replaced one pinch valve (vl-15) and cleaned out another (vl-14). Both valves affect bath draining. The repair was verified and instrument validated. Root cause for low results can be attributed to the pinch valves which affect bath draining.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to rbc, hgb, and hct results generated by coulter act diff hematology analyzer with operator defined flags but without instrument generated flags for one patient. The results were reported out of the laboratory. The sample was sent to a reference lab and recovered normal results. A corrected report was issued. Previously scheduled surgery for the patient was delayed until the corrected report became available. There was no report of death or injury associated with this event.